Manufacturer narrative:
(B)(4). Date sent: 12/10/2015. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a lowering of colon procedure, the surgeon reported that after the stapling was fired, the "algiva" remained stuck and it stapled and cut only the underside of the local. The surgery was converted to open.